Event description:
A us distributor returned a charger/modem indicating that the charger displayed an error code while charging.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (error while charging) was confirmed. As received, the q1 transistor was shorted. The cause of the inability to properly charge is the shorted transistor. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective charger/modem or battery pack.